Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a hemostatic clipping in the esophagus. Patient's age and weight were not provided. According to the complainant, the clip device was removed from its package, inserted into the scope then an attempt was made to deploy the clip. The clip failed to open. And experienced handler was operating the device. The initial clip was removed and a second resolution clip device was used to complete the procedure. There has been no report of complications or injury to the patient due to this event. Post procedure, the patient status was reported as fine.

Manufacturer narrative:
(B)(4): (failure to open). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).